Event description:
It was reported that the lead exhibited varying thresholds. The physician is having the patient see an ep physician on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.